Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/24/2019.

Event description:
It was reported that the ventilators touchscreen would not calibrate. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 11 november 2019. Date of this report: 12 november 2019. The service engineer (se) inspected the device. The se replaced the touchscreen to address the reported issue and the ventilator passed all testing.